Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap is fractured distal to the bevel edge; the glass cap distal end is detached and not returned; the distal part of the heat shrink tubing is detached and not returned; the glass cap is blackened. Based on the device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that while using the surgical fiber during a prostate procedure, the "fiber tip burned during the case." The fiber tip (cap) was cleaned during the procedure. The case was completed with a second fiber. Patient outcome: "no harm to patient was noted."